Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A cine file, sent with the case, was reviewed by an abbott vascular clinical specialist. The reviewer noted pre-dilatations are performed at a lesion site in the proximal/mid left anterior descending (lad). A dissection occurs. A stent is deployed covering the lesion and dissection. A dissection is present at the distal edge of the stent. A second stent is implanted distal to and partly overlapping the proximal stent. Post-dilatations are performed. In conclusion, the images are consistent with the incident description. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the 90% restenosed, mildly calcified, mildly tortuous, mid left anterior descending (lad) artery the 3.5 x 28 mm xience pro stent was implanted, however, a distal edge dissection was noted. A second 3.0 x 15 mm xience pro stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.